Manufacturer narrative:
Pt info was unavailable from the site. Part not returned to MFR for eval.

Event description:
A medtronic rep reported that the site called her and reported that when verifying with 2 of the 3 divots on the reference frame they felt inaccurate. When they used the other divot everything worked fine. There was no pt impact.